Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that, during patient use, a ventilator's third party monitor readings were blank. There was no information provided regarding patient status or if the ventilator was replaced. Additional information has been requested.